Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, on the first connection when the opticross was inserted, the ivus system polaris was indicated as a simulator, and it was unable to complete the case. No patient complications were reported.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the date was not reported. G4 PMA 510 k170204, k191008, k201178.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the date was not reported. G4 PMA 510 k170204, k191008, k201178 investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. However, the evidence found within the complaint was reviewed during the course of this investigation, and based on that evidence, the complaint was confirmed conclusion: based on a thorough review of the reported complaint, the cause of the reported event could not be determined, and the case could not be completed. The investigation conclusion code of cause not established was selected.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, on the first connection when the opticross was inserted, the ivus system polaris was indicated as a simulator, and it was unable to complete the case. No patient complications were reported.